Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set cannula kinked event on 25-nov-2024. The symptoms of the event were noticed within three hours of insertion made at abdomen. This issue led to an increase in blood glucose level of 383 mg/dl. Therefore, treated with correction bolus via pump. Company do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.